Manufacturer narrative:
The li-ion battery involved in the reported complaint will not be returned for evaluation because the customer has disposed it. Therefore physical investigation could not be performed and the root cause could not be determined.

Event description:
During shift check, the autopulse li-ion battery (sn (B)(4)) does not power up the autopulse platform. Per customer, the battery was successfully charged prior inserting into the platform and the status leds on the battery showed flashing green lights. The battery was manufactured in 05/19/2015 and is almost 5 years old. The autopulse li-ion battery has exceeded its expected service life of three years from its date of manufacture; nonetheless, it is fully charged. By design, after three years the battery led will flash and give a warning to the customer that it's time to consider replacing the battery. The battery was disposed by the customer and will not be returned for evaluation. No patient involvement.